Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who called back and was inquiring if the pump medicine would cover the pain in their arm or hip, as they broke their arm and hip and have had them replaced 3 times. The patient then inquired how to find a new doctor since they switched to another one. The patient stated they used to be on 40mg oral breakthrough pain meds but now, with their new doctor, they are on ¿5's (mg) once a day every 12 hours¿ and ¿they are not helping¿. The patient stated usually they get oral med refills for the month, but stated this last time, they were only given 12 pills, and they believe the doctor is going to take them completely off. The patient stated that they¿ve had 54 surgeries. The patient stated their son wanted them to go down on the oral meds because ¿I was real sick¿, and ¿I lost a lot of weight, I went down from 138 pounds to 94 pounds and I was at 84, so I gained 10 back¿, but they are having difficulties gaining more back. The patient stated they're on a feeding tube 18 hours a day and are in pain all the time and their therapist and psychiatrist said this situation the patient is in with their pain meds is not fair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient currently receiving intrathecal dilaudid (hydromorphone) and previously receiving clonidine at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported they were found unresponsive and they did not know why they were unresponsive on (B)(6) 2024. Patient stated they had a fever and thought they had a stroke and they were taken to the hospital for 2 weeks. Patient reported the pump was empty when they found her and they did not understand what happened. Patient asked if the pump could provide therapy relief for all multiple issues. Patient mentioned they had gastric paresis and they had to put the pump in her hip because they do not have place in her stomach to put it and the pain was not gone and she was on pain medication and they dropped the medication down to what she was taken orally. Patient said the pump did not help all the pain and she was completely numb in one leg and could barely walk on it and they has fallen 4 times since they got home from the hospital on the walker. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.